Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer's blood glucose (bg) level was 190mg/dl. Troubleshooting was performed and insulin was observed dripping out of the infusion tubing during the load fill tubing sequence. Reportedly, the customer wears their pump against their skin. Tandem technical support advised the customer to allow a bolus to deliver prior to exposing the pump to abrupt temperature changes. During a follow-up, it was reported an additional occlusion alarm occurred. The customer's bg level was 396mg/dl and a correction bolus via the pump was delivered to address the bg level. Reportedly, an infusion site change was performed to address the issue. Tandem technical support attempted to contact the customer multiple times to obtain more information; however, no response was received.